Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system on a patient with a previous pacemaker implant. A pre-dilatation balloon aortic valvuloplasty (bav) was performed and was successful. The 27mm navitor vision was successfully deployed. It was noted that heparin was administered to the patient during the procedure. One resheath position and height of the navitor was optimal. However, 48 hours post procedure, an echocardiogram was performed and revealed a pericardial effusion in the right ventricle. The pericardial effusion¿s largest dimension of effusion was circa (ca) 1-2 cm, 150 ml. It was noted that the pericardial effusion was not related to an abbott device but was related to a pacemaker probe. To treat the pericardial effusion, a pericardial puncture was successfully performed. It was noted that protamine/reversal agent was administered during or after the procedure. The patient was reported to be stable.

Manufacturer narrative:
An event of observed pericardial effusion 48 hours post-procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the root cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances, as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.